Event description:
It was reported that on multiple occasions, the obturator and cannula (distal end) have had rough/uneven material surfaces. Some of the devices have also appeared to have (cannula) surface nicks. The reported incident involved multiple 5.5ped devices. There was no reported injury and/or change in therapy. It was also reported there was no direct pt involvement on one reported occasion, others unknown. The devices were returned and submitted to the lab for decontamination and analysis.